Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), adhesion ("adhesions"), fatigue ("fatigue"), post procedural haemorrhage ("post bleeding / ed visit after removal") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, menorrhagia, dyspareunia, adhesion, fatigue, post procedural haemorrhage and alopecia outcome was unknown. The reporter considered adhesion, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), adhesion ("adhesions"), fatigue ("fatigue"), post procedural haemorrhage ("post bleeding/ed visit after removal") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, menorrhagia, dyspareunia, adhesion, fatigue, post procedural haemorrhage and alopecia outcome was unknown. The reporter considered adhesion, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to serious incident. Events added from pfs- pelvic pain, migraines, dysmenorrhea, menorrhagia, dyspareunia, adhesions, fatigue, hair loss, post bleeding. Date of removal, reporter information, date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.